Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The procedure was successfully completed, by retrying the pedal allowed the customer to continue using it since the issue was intermittent. Philips filed service engineer (fse) inspected device onsite identified that the wired footswitch was faulty. Upon troubleshooting, it is suspected that due to wear in the cable, the issue happened. To resolve the issue fse replaced the wired footswitch and return the part for further analysis, but no issue was identified with the footswitch. After replacement of wired footswitch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information collected, the procedure remained unaffected, allowing the customer to successfully finish, as the issue was intermittent, by retrying the pedal, the customer was able to keep using it. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.